Event description:
Physician reports that one of his patients complained of pain two days following essure procedure in which only unilateral placement was obtained. One week following placement, physician removed the device laparoscopically and performed a tubal ligation on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.